Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a breach of the outer insulation at the rib/first clavicle junction. There was also an insulation breach due to a depression.

Event description:
The pacing lead was returned to the manufacturer with no information, and subsequently tested out of specification. No patient complications have been reported as a result of this event.